Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the generator was in use with a disposable electrosurgical pencil during an adenotonsillectomy procedure. A small second degree burn, approx .25" in diameter, with blistering occurred to the right external crease of the pt's mouth. Monopolar mode was in use at the time. The rem pad was attached to the pt's chest. No further info was available from the site.